Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain other and non-malignant pain. It was reported that the patient was having difficulty charging. The patient was not able to start a charge session of the implantable neurostimulator (ins) since they received a new implantable neurostimulator recharger (insr) and desktop charger. At first it was reported that nothing was on the insr screen, but it was later reported that the patient was seeing icons on the insr screen while trying to charge. The patient saw poor coupling on the screen. At the start of the charge session the patient had 4 coupling bars. It had been harder and harder for the patient to connect to the ins lately. The patient stated that they were not sure if the ins was deeper than it used to be. The patient also reported that 2 of the electrodes in their back did not connect to the box anymore because their body was shifting and the rods in their hips were moving. The patient reported that they were talking about putting in a whole new scs system. Both this problem and the issue with connecting at started in the last 6 months. The patient stated that they had 12 fusions done in (B)(6) of 2011, had failed back syndrome, and crps in their left leg, which was what the scs system was implanted to treat. It was reported that the scs also ¿kind of covers a little bit into their back right now.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.